Event description:
Affiliate reported that the pt went through a myelography because of disk herniation. After receiving contrast during the test, the pt received headaches and an adverse reaction to the ventricles. In addition, the shunt was impossible to adjust. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The device was visually inspected and it was noted that the stator was dislodged. Since the stator was dislodged, it was not possible to conduct further testing. In addition, the investigation also revealed that the valve casting was cracked. It is likely that the root cause of the device failure was that the device received some sort of impact, which resulted in the broken device. The device history records were reviewed and they revealed that this device conformed to the required specs prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.